Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d314trm implantable cardioverter defibrillator 2013-(B)(6); 5076 implantable pacing lead 2013-(B)(6); 4296 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that two days post implant, the right ventricular (rv) lead had high impedance. A procedure was performed to revisethe pocket and tighten the rv set screw. Both the device and lead remain in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Event description:
It was reported that two days post implant, the right ventricular (rv) lead had high impedance. A procedure was performed to revise the pocket and tighten the rv set screw. Both the device and lead remain in use. The patient is a participant in (B)(6) registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was provided that indicated that there was a loose set screw. The lead is no longer reportable.